Event description:
A biomedical technician reported to customer service that a loose guide cap on blood pump rotor caused torn blood lines. The bmt stated that they replaced the blood pump rotor to resolved the reported issue. Machine was returned to service on (B)(6) 2023. The bmt confirmed that the reported issue occurred while a patient was in treatment; they stated the patient had a blood loss of estimated at > 200 cc. The patient's blood was not returned. The was no adverse event reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed. Cause traced to component failure were selected due to the guide pin puncturing the bloodline, mechanical failure on the blood pump rotor and damaged bloodline caused by the rotor.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported to customer service that a loose guide cap on blood pump rotor caused torn blood lines. The bmt stated that they replaced the blood pump rotor to resolved the reported issue. Machine was returned to service on 12/12/2023. The bmt confirmed that the reported issue occurred while a patient was in treatment; they stated the patient had a blood loss of estimated at > 200 cc. The patient's blood was not returned. The was no adverse event reported.